Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (06/19/2025). It was also reported that the patient was transferred to the ICU (intensive care unit) the patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. The patient mentioned that the pod became dislodged. Symptoms reported include hyperglycemia, loss of consciousness and vomiting. The patient was treated with IV(intravenous) of glucose and other fluids. The pod was worn hen seeking medical attention. The patient was released the following day (B)(6) 2025).